Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a lot history will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during an angioplasty procedure in the lower left extremity, the pta balloon allegedly had deflation issues. A needle stick was used to percutaneously deflate the balloon. Another device was used to complete the procedure. There were no further complications to the patient.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the device was returned for evaluation. A visual inspection was performed and no anomalies were noted to the inflation/deflation port or the device. An in house presto inflation device was used to flush the device inflation lumen and water was noted to be leaking from the hole in the device caused by the user puncturing the device. No further functional testing was able to be performed. Therefore, the investigation is inconclusive for the reported deflation issue, as no anomalies could be noted to the deflation port, and the device was unable to be functionally tested due to the user puncturing the device. The definitive root cause for the reported deflation issue could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10. D4 (expiry date: 08/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the lower left extremity, the pta balloon allegedly had deflation issues. A needle stick was used to percutaneously deflate the balloon. Another device was used to complete the procedure. There were no further complications to the patient.